Event description:
Customer reports: the foley balloon burst. Per additional information received on (B)(6)23, the balloon bursts occurred with the same patient. Five hours after the 4th foley was replaced, the balloon popped again. Patient went to akron bath they put in an 18f foley which popped an hour later. She then returned to medina. Urology thought it could be related to a bladder stone.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment: the customer stated that the device will not be returned for evaluation because it was contaminated and therefore discarded.

Manufacturer narrative:
We have concluded our investigation process related to your complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.